Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. Visual inspection revealed that the instrument has a broken grip at the midpoint of the grip. A piece approximately 0.33" x 0.12" was found to be broken off the grip assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported prior to starting a da vinci-assisted procedure, one of the ends broke off the mega suturecut needle driver instrument. The procedure was completed with no reported patient injury.